Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a peripheral stent placement procedure, sheath removal and stent deployment difficulties occurred. The 90% stenosed lesion was located in the severely tortuous and calcified iliac artery. The lesion was pre-dilated with a sterling balloon. Next, the physician prepared the 10x20x135 6f wallstent iliac endoprosthesis with unistep plus delivery system using a 5cc syringe, however, resistance was encountered while flushing between the inner and outer sheath. The 5cc syringe was exchanged for a 2.5cc syringe to complete the flushing process. The physician advanced the 10x20x135 wallstent across the lesion and attempted to deploy the stent, however, severe resistance was encountered and the "stent would not move". The physician forcefully retracted the sheath and noted that the outer sheath separated 3cm from the proximal end. The physician removed the wallstent with unistep plus delivery system and used another of the same device to successfully complete the procedure. No patient complications were listed and the patient's status was reported as good.

Event description:
It was further reported that the physician encountered resistance while attempting to retract the 10x20x135 6f wallstent iliac endoprothesis with unistep plus delivery system. The sheath would not move, therefore, the physician removed this device from the patient, without experiencing withdrawal difficulties.

Manufacturer narrative:
Patient age at time of event: (B)(6). (B)(4).